Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the tips of a maryland bipolar forceps instrument did not align. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a .043 offset at the instrument's tip, indicating overloading at the tip. Electrical continuity testing was performed and passed. Additional findings not reported were visible scratches on the surface of the distal pulley. The distal end of the main tube had a scratch mark showing light material removal. The scratch was short in length and not axially aligned with the tube. Engineering concluded the damage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.